Event description:
It was reported that a patient underwent an unspecified procedure on (B)(6) 2025 and absorbable straps were used. When the device is passed, 3 straps are placed and when passing the fourth strap it is not observed that it is fixed, it is insisted and pressed twice when removing the clamp, it is observed that the straps fall out. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/29/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the strap12 device was received with no apparent damage to the external components. To replicate the reported incident, the provided device was manually activated. During subsequent actuations, no straps were fired despite multiple activation attempts. The instrument was then disassembled for further evaluation. Upon disassembly, the ratchet pawl and ratchet spring were found to be out of position, which caused the firing malfunction. Additionally, five (5) straps were found lodged inside the cannula shaft. A manufacturing record evaluation was performed for the finished device 100xl4 / strap12 batch number, and no non-conformances were identified. Expiration date: apr/30/2026 date of mfg.: may/07/2024 as part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.